Event description:
The following was reported to hamilton medical ag: the unit showed self test failed during working. We tested it with test lung and happened the same problem. And we have replaced the brand new msp161228 within two years. We confirmed that the pressure sensor board was broken. No consequences for a patient. Addition manufacturer: according to received infomration, it just occurred during selftest and on a test lung.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will not report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause is defective pressure sensor assembly. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
The device was not returned for investigation. However, we were informed, that the pressure sensor board was exchanged and the device functions as intended now. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit showed self test failed during working. We tested it with test lung and happened the same problem. And we have replaced the brand new msp161228 within two years. We confirmed that the pressure sensor board was broken. No consequences for a patient. Addition manufacturer: according to received information, it just occurred during selftest and on a test lung.